Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the lens was explanted in a secondary procedure after 6 week of initial implantation. The lens was replaced with non company subluxed lens. Additional information was received stating there was no patient harm during the surgery.

Manufacturer narrative:
Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. A small crack is observed on the edge of the optic. All product and batch history records are quality reviewed prior to product release. There are no other complaints in this lot. The file indicates the use of a qualified cartridge and handpiece. The file indicates the use of a non-qualified viscoelastic. Lens damage was observed. The product investigation could not identify a root cause for the reported event. Information was received stating the reason for explant was a subluxed lens. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating there was no patient harm during the surgery and physician reason for explant was dislocated lens.